Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
A patient was being transported from the emergency department (ed) to the general intensive care unit (gicu) on a v60 ventilator. The patient was being transferred from one v60 to another v60 and went into respiratory distress. The second v60 showed no o2 supply. The users tried three different o2 ports before the message was cleared. The patient deteriorated and passed away.

Manufacturer narrative:
A philips' field service engineer completed a successful corrective maintenance visit and found no faults. Performance verification carried out and no faults found with this device. Device can be put back into clinical use. Additional information has been requested from the customer and none have been received. Further data on patient details were requested and not provided.